Event description:
It was reported that the patient was seen in the ER after having had a fall. The patient was released and instructed to follow-up with her primary care physician. However, the patient expired the next day. The hospital reported that the death certificate listed complications of fall as the cause of death with pleural effusion/trauma with chest contusion, hemothorax, end-stage renal disease and chronic obstructive pulmonary disease as conditions leading to the cause of death. Other significant conditions contributing to the death included hypertension, diabetes and congestive heart failure. There is no known allegation from a health care professional that suggests that the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.